Event description:
It was reported that pump experienced malfunction alert with code 9, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through pump reset steps, and confirmed that malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction returned.